Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2015 during which the surgeon noted marked omental and intestinal adhesions to the previous hernia throughout her abdominal cavity. Extensive lysis of adhesions had to be performed before the cholecystectomy could even be performed. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/10/2021. Additional information: a2.

Manufacturer narrative:
Date sent to the FDA: 6/1/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.